Event description:
Over the last 12 months patient complainted of increased instability. Joint space was narrower in the medial compartment, compared to the lateral compartment (2-3mm). Revision surgery was required.